Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed a s necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a corneal burn on a male patient during phacoemulsification mode of a cataract extraction with intraocular lens implant procedure. The surgeon suspects this may have been caused by the tip placement in the eye. Additional information has been requested, but none has been received to date.